Manufacturer narrative:
Updated h6: codes investigation results: visual investigation: the received implant (cage) is broken, a chip of peek is broken off. We made a visually and microscopically investigation of the received implant pieces. The implant is broken in the inserter interface area. The inserter interface surface shows some strange wear, damages and deformation, the inserter thread is damaged. The fracture surfaces are showing the typical signs of excessive force. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 3(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with sj910p - tspace peek implant 5° 26x11.5x10mm. According to the complaint description, the cage broke during surgery. Surgeon inserted the tspace peek cage into the disc space but upon inspection under x-ray it was found that the cage sat at an angle. Whilst adjusting the positioning of the cage, it broke into two parts making adjustment impossible and requiring the cage to be removed with forceps. This added around half an hour onto the surgery and caused the surgeon to instead use prospace ti implants, which also meant more kits had to be opened. It was noted that the implant may have been damaged during insertion due to the force used. An additional medical intervention was necessary. Additional information was not provided. The adverse event is filed under aag reference (B)(4).